Event description:
It was reported that the pump was replaced because it was near end of life. The catheter was found to be broken and was replaced. No pt symptoms were reported. The pump was used to deliver morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.